Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "0 and 1 keys on keypad weren't working" was not confirmed due to a processor printed circuit board (pcb) issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. The keypad will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump '0' and '1' keys were not working. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.